Event description:
Nellcor received info that in 2004 at 1730 hours a pt with a tracheostomy tube in for 26 days, experienced oxygen desaturation. Staff removed the inner cannula and reported the flange had become detached from the outer cannula and had slipped further into the trachea. The pt was not ventilating and a bronchoscopy was required to remove the tube. The pt was deemed stable at 1900 hrs and it is not thought that there will be any chronic effect to the pts health direct from this event.